Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens has glistenings. Additional information has been requested but not received to date.